Event description:
A customer observed a non-reproducible falsely elevated trop I es result for one pt sample tested on the vitros eci analyzer. Biased results were not released and repeated in accordance with the laboratory's internal protocol. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event concludes that the root cause of the event is unknown. No analyzer malfunction was identified. There is no evidence to suggest that the in-use reagent lot or operator error contributed to the event.